Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -16.00 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and elevated intraocular pressure. This exchange resolved the problem. For status of the eye (signs/symptoms) the reporter stated "borderline iop improving- still on gtts."